Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had damage. Blood glucose value was 600+mg/dl at the time of the incident. The customer was not hospitalized. Troubleshooting was performed and the device will be replaced and returned.

Manufacturer narrative:
Device had cracked battery tube threads, cracked case at display window corners. (B)(4).